Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2019 as the event was reported to have occurred during the second week of (B)(6) 2019. Block d4, h4: the complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block b5 (describe event or problem) and h6 (patient code)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on an unknown date. According to the complaint, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6) 2019*** it was reported that the anatomy location was in the esophagus during a band ligation procedure. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event was reported to have occurred during the second week of (B)(6) 2019. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in a procedure performed on an unknown date. According to the complaint, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.